Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced sterile peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment with intraperitoneal levaquin (500 milligram, daily for seven days) for peritonitis. On an unreported date the same month as hospital admission, the patient was discharged from the hospital. Five days after diagnosis the patient was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.